Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the product was returned with minimal signs of use. The handle and shaft show no signs of damage or wear. The adjustment knob and trigger mechanism function correctly. The anchor is completely fractured just below the metal tip and is cracked near the base of the anchor on the inserter prongs. The anchor can be removed and from the inserter prongs. The inserter prongs are bent out of alignment and slightly downward. Medical records were not provided. Review of the device history record identified no deviations or anomalies during manufacturing. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported during surgery, at the moment of impact, the anchor broke. During intervention of the anchor, surgeon could see that it keeps the wires (2 broadband here) very tense when impacting the anchor. This induces a force going in the direction in which the anchor broke. Delay of 5 minutes, another device was used to complete the surgery. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.